Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, partially broken off reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer that they had a damage on the insulin pump. The customer's blood glucose level was 6.7 mmol/l. The customer stated that there was crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.